Event description:
A customer reported to beckman coulter, inc. (Bec) of a flood near the sample carousel of the image immunochemistry system. Medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse determined that the leak was coming from a loose connection on t-fitting supplying both syringe drives. The fse tightened drives and verified that there was no further leaking. (B)(4).